Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the needle broke off in the distal end of the ar-12990 knee scorpion as the surgeon attempted to fire the needle through the meniscus, making it unusable. The case was completed by using a replacement ar-12990. The sales rep reported there were no additional delays, and no harm to the patient.

Manufacturer narrative:
The broken needle strip was stuck inside the tip insert within the hand instrument. This failure mode is typically caused by applying excessive force while attempting to pass through challenging tissue (i.e. Thick or calcified). The end user applied forces will cause the needle to buckle within the cannulation. The remaining portion of the needle was not returned or identified. Unable to remove broken needle strip from the tip insert. Needle dimensions could not be taken.